Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shocks due to double- and triple-counting. Surface echocardiogram (s-ECG) review of one treated episode had showed p-wave oversensing, and the morphology did not change post-shock. It was noted that this s-ICD was programmed to secondary, 1x gain, and the r-waves were wide and biphasic in the presenting/captured s-ECG. In primary and alternate, the r-waves were narrow. Technical services (ts) recommended considering primary. This s-ICD system remains in service. No additional adverse patient effects were reported.